Event description:
It was reported that the tip of the ureteral catheter that had been placed to inject contrast in the renal pelvis broke off and remained inside the patient's bladder during the initial procedure. The broken portion was removed by forceps through the previously placed scope. No further complications were reported.

Manufacturer narrative:
The catheter shaft and tip were received for evaluation. Upon examination, it was confirmed that the tip had broken away from the shaft at the bond. The catheter shaft and tip were inspected under a microscope. Nothing unusual was observed. There were no signs of damage or elongation of the catheter to indicate that it was subjected to excessive stress during use. The surfaces of the tip and shaft at the bond area were perpendicular and were not irregular in any way. There was no evidence that the joint was defective. The tip and catheter shaft were both measured to confirm they were the same size. They were both consistent with the diameter of a 6 french catheter. There was no evidence from the sample that would allow a determination of the cause of breakage. 2365 and 1069 = 'nl'. Baseline annual update included.